Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil was slightly over-torqued inside the connector region consistent with procedural damage. X-ray examination of the helix found no anomalies. The cause of the reported event was isolated to the helix being clogged with blood/tissue and slightly over-torqued of the inner coil. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right ventricular (rv) lead helix was failing to extend. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.